Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events driveline disconnect alarms, and the pump running led not illuminating were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. The pump running led illuminates when the pump is running, and the driveline is connected. During driveline disconnect alarms, the pump running led will not illuminate. No log files were submitted; therefore, the alarms were unable to be confirmed. Additional information provided on 17jul2023 stated that the controller was shipped out; however, the tracking number is unavailable. There were no further alarms, and no patient impact. Additional information provided on 28sep2023 stated that the log files were unable to be provided due to the controller being exchanged and returned. There were no further alarms, and no patient impact. Multiple good faith effort attempts were made asking for the shipping information, and for log files; however, no response was received. If the controller is returned at a later date the complaint will be reopened to investigate the controller. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-05536.

Manufacturer narrative:
Related MFR: 2916596-2023-05536. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline disconnect alarm despite the driveline being connected. The patient was at home during the events and the vad coordinator confirmed the alarm and that the green light did not illuminate via facetime. The system controller was exchanged and resolved the alarm and the pump restarted. No adverse events reported, and the pump is working as intended.